Manufacturer narrative:
Concomitant medical product: non-bd stopcock, therapy date: (B)(6) 2017. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing was leaking at the connection of the imed tubing and the pca tubing during patient use. They opened and used three sets before finding a set that did not leak. There is no report of patient harm.